Event description:
It was reported via repair work order that the power load transfer is stuck extended. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed during the investigation that the user could load and unload the cot manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load transfer is stuck extended. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.